Event description:
A customer contacted (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the home choice (hc) during dwell. (B)(4) assisted the home patient (hp) to clear the alarm by cycling power. (B)(4) reviewed proper procedures and advised the hp to start over with new supplies. Product surveillance (ps) spoke with the hp, who said he notified his nurse. Therapy resumed. The patient was involved, but there was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) was not confirmed. The root cause was undetermined. A labeling review was not completed because no use error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device was requested but was not available. The lot number was not available therefore a batch review will not be performed. A follow-up MDR will be submitted if any additional information is becomes available.